Event description:
I wish to bring to your attention the use in my "primary physician's office" of a testing kit named: a1cnow. I had a finger stick, capillary draw, then some in-front of pt transfer and processing of sample for a 5-minute read for an a1c characterization. The in-office test value for my 3 month eval was 7.8 on monday. I was scheduled for a quarterly eval by my rheumatologist and monthly blood draw monitoring "methotrexate challenge/folic acid recovery" routine. I was able to request and get drawn at the same time for an a1c for processing by a certified lab: quest. My a1c result drawn eight days later, came back as 6.4. This value is in-line with my recent eating habits and daily blood sugar results! I don't think the shift could have happened within 8 days by habit/physiological alteration. Dates of use: one day. Diagnosis or reason for use: quarterly monitoring of chronic condition: diabetes.